Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) and a patient (pt) who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had a message stating "low battery". Rep confirmed that ins was at eri. Patient services (ps) reviewed battery longevity estimation from the battery longevity spec document. Caller stated ins had only lasted 1yr 5 months. Settings provided today were prog 6: 3.5ma 450 pw 30hz were the settings used by the patient. Previous settings were 2.5 ma, 450pw, 30hz. Rep indicated that pt was very challenging to get good stimulation on and this is the programming that was somewhat successful for him. Technical services called rep to discuss findings from engineering and that there is not any further information related to depletion other than what is provided in manual and discussed this morning. Patient services (ps) sent copy of manual for rep's reference.